Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to charge. The battery pca was contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a patient was receiving battery faults.